Event description:
It was reported that diagnostic testing resulted in high lead impedance during a vns pt's routine office visit. The physician also indicated the pt was having some neck discomfort. X-rays were sent to the MFR for review. No obvious lead discontinuities were observed. Good faith attempts to obtain additional info have been unsuccessful to date. Revision surgery is likely.

Event description:
Clinic notes received on (B)(6) 2012, indicate that high impedance is still noted in this patient's vns system. The patient feels that the stimulator isn't working and feels that he is having headaches and neck discomfort as a result. The patient also reported pain on the left anterior chest- around the vns generator. In the clinic notes it was also mentioned that the patient was having seizures "all week long" the week of (B)(6) 2012. The device remains enabled. The patient has been referred for revision. Revision is likely, but has yet to occur.

Event description:
Product analysis was completed on the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2013. Preoperative vns diagnostics still noted high lead impedance, and reinserting the lead pin into the new generator also resulted in high lead impedance, ruling out a lead pin issue and making a lead fracture more likely. An intraoperative x-ray was done and per the surgeon he could not clearly see any helical coils and did not believe the lead was even connected to the vagus nerve. During the removal of the old lead the surgeon stated there was a complete lead break that appeared close to where the anchor coil should be, but he did not see any helical coils. Diagnostics with the new lead and generator were within normal limits. An implant card was later received to the manufacturer indicating the vns system was replaced due to a lead discontinuity. The lead and generator were returned for analysis. A break of both the positive and negative lead coil was identified in electrode region of the returned lead. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the coil end. Due to metal dissolution, mechanical distortion, and surface contamination the fracture mechanism of the coil cannot be determined. Scanning electron microscopy images of the secondary broken strand verified that a break has occurred. However due to mechanical distortion the fracture mechanism cannot be determined. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred have occurred at the coil end. Scanning electron microscopy images of the negative coil suggest a stress-induced fracture has occurred in at least two strands of the quadfilar coil and at one end of the strand segment. However, due to pitting, mechanical distortion (smoothed surfaces), and/or surface contamination a conclusive determination of the fracture cannot be made. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator is still pending.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Programming history, available in house was reviewed and it was revealed that high impedance was first noted on (B)(6) 2008. The manufacturing records for the lead were also reviewed and no anomalies were observed.

Event description:
Reporter indicated the patient has been having more complex-partial seizures that are above pre-vns baseline levels, and are believed to be due to the vns high lead impedance preventing therapy. Vns generator and lead replacement surgery is now planned, but has not occurred to date.

Manufacturer narrative:
Analysis of programming history was performed and the manufacturing records were reviewed. Review of manufacturing records did not reveal any anomalies.